Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; reason for admission was not provided. A blood glucose level was not provided. The customer alleged that the pump had "ciq (control iq) issues"; however, declined troubleshooting with tandem technical support and declined to provide further information; therefore, the alleged root cause could not be confirmed. Date of event is approximate.